Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the customer reported issue could not be duplicated however, review of fault log found 400 ref 26 ten (10) times. This error message generated if a turis electrode is attached and activated without a saline solution being present, or there is an electrode connection fault. Furthermore, upon device testing, it was determined the sp over voltage test failed due to faulty sprf board. Using a test reference sprf board, the unit passed all functional tests and 2 hour burn-in-test. Additionally, two (2) missing mounting feet and missing d socket cover observed during visual inspection. Device current software is v3.03. The housing has multiple scratches and a dent on the bottom case right side can use as is. Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Event description:
Customer reported with an issue of e400-26 check irrigant electrode errors on the device. The errors repeated many times when being used in saline. The customer changed out the active cord and probes and it still occurred. The issue found during an unspecified procedure. There was no patient harm or injury reported due the event. No user injury reported. Device evaluation found the sp over voltage failed during testing due to faulty sprf board (circuit board). This report is being submitted for faulty sprf board causing over voltage test failure found during device evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 11-feb-2022. Correction to h6, please see h6 "investigation findings" for further detail. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause could not be determined. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. The device was evaluated where no abnormalities were found that could have led to the reported event. It is likely that the cause of the failure was not from the manufacture of this device. Olympus will continue to monitor the field performance of this device.